Event description:
Caller alleged discrepant low inratio inr result in comparison to the nurse's alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.7; poc inr: 5.6; therapeutic range: 2.0-3.0. The time between testing was two (2) minutes. Reportedly, the monitor was not in the correct mode when the finger stick was performed. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.